Manufacturer narrative:
The mis ti 8x55mm cortical fix fenestrated polyaxial screw (product code: 1867-27-855, lot number: tbbfo) and the viper universal poly driver (product code: 2797-34-000, lot number: unknown) were not returned to the complaints handling unit (chu). While it was initially identified that the products were available, three requests for their return were made without the samples or a tracking number being returned. As 36 days have passed without either being received, the status of the samples has been updated to ¿none.¿ a review of the DHR could not be performed as no lot numbers were provided. Since these parts were not returned, no lot numbers could be taken directly from the samples. Without the lot numbers, no review of their manufacturing records could be completed. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver tip went off while the surgeon was inserting the screw in s2. The bone was very sclerotic but the did not use handle during inserting. When they took out the screw, the polyhead went off. Went off (sorry about swenglish). I mean to break, to part, to snap.